Manufacturer narrative:
It was reported that the cochlear implant was evaluated on (B)(6) 2018 using the integrity test system. The results are consistent with a device malfunction. The implanted device remains.

Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
It was reported the patient sustained an impact to the implant site, resulting in a magnet dislodgement. Clinical management of the patient is ongoing.